Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery using a penumbra coil 400 detachment handle and penumbra coil 400 (pc400) coils. During the procedure, the physician was unable to detach a pc400 coil with the detachment handle. After three attempts, the physician fractured the pusher wire and detached the pc400 coil manually. A new pc400 coil was used and the physician felt that the detachment handle was too short for the pusher wire. A new detachment handle was used and the procedure continued successfully with 11 more coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: there was no visible damage to the exterior of the handle. Conclusion: the complaint has been investigated. The initial complaint indicated that a ruby coil could not be detached using a detachment handle. Evaluation of the returned device revealed that the handle was functional. The ruby coil mentioned in the complaint was not returned for evaluation, and therefore, the root cause of the complaint could not be determined. These devices are 100% functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00285.